Event description:
It was reported a patient underwent a left total hip arthroplasty. Subsequently, nine (9) years later, the patient presented with pain, achiness and loosening. As a result, the patient underwent a left hip revision procedure with a complex reconstruction of the left acetabulum. A revision operative report was provided. Intraoperatively, the patient was noted to have extensive osteolysis. The femoral stem appeared stable. The acetabular cup was mobile. They noted the significant deformity of the acetabulum with fragmenting of the acetabular liner. Due to the patient's supraacetabular defect, it was noted to be difficult to get a good purchase on the new implant with the elected screw, however, upon repositioning the cup and using a bigger screw, the purchase was successful and noted to have a very stable fixation with the bigger screw. The patient was transferred to the recovery room in stable condition. Additionally, it was reported via legal documentation the patient endured joint pain swelling and stiffness, tissue damage, instability, prosthesis wear, and bone graft.